Manufacturer narrative:
It was reported that it the robot displayed the error message "impossible to load exam" several times. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. A full analysis of data logs determined that a first device shutdown not reported in the complaint description occurred while loading patient series from pacs due to a crash of rosanna_brain application. It is a known design defect. Then the user tried four times to load an oversized CT exam which contains 301 slices. As the IFU recommends that the number of slices must be between 100 and 255 (for MRI and CT scan), this event can be considered as a use error.

Event description:
Field service engineers (fse) were present for an seeg . Fses tried to load the pre-op CT for registration from the pacs network onto rosa. The fses were able to search on iqview and successfully find the correct CT scans to load. These CT scans pushed over from the pacs network to rosa without problem. However, when the fses selected a series and attempted to load it into the patient folder, the error impossible to load exam was reported. The fses tried several times without success. The fses attempted to load the scans from the pacs network again without success. Fses shut down the robot, and upon inspection of the logs on the maintenance side, the error was reported as a memory issue. The robot was shut down and restarted on the rosa software side. After this shut down, the CT scans (still on the rosa from being pushed over from pacs earlier) were successfully loaded to the patient folder without incident. Delay to surgery was about 10 mins.

Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Field service engineers (fse) were present for an seeg . Fses tried to load the pre-op CT for registration from the pacs network onto rosa. The fses were able to search on iqview and successfully find the correct CT scans to load. These CT scans pushed over from the pacs network to rosa without problem. However, when the fses selected a series and attempted to load it into the patient folder, the error impossible to load exam was reported. The fses tried several times without success. The fses attempted to load the scans from the pacs network again without success. Fses shut down the robot, and upon inspection of the logs on the maintenance side, the error was reported as a memory issue. The robot was shut down and restarted on the rosa software side. After this shut down, the CT scans (still on the rosa from being pushed over from pacs earlier) were successfully loaded to the patient folder without incident. Delay to surgery was about 10 mins.